Event description:
It was reported that this patient experienced more than 2 seconds of pacing inhibition and asystole due to an oversensed noise on the right ventricular channel. No symptoms were noticed by the patient due to this issue. The patient does not remember what was he doing at the moment of the case. There was no noise noted on the right atrial lead. The patient stated he uses some type of "stimulator". Technical services agrees that this issue looks triggered by electromagnetic interference (emi). The sales representative indicated that the source of the emi is unknown, the patient will continue to be monitored and see if the issue occurs again. This device remains in service and no adverse patient effects were reported.